Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer customer reported poor image quality associated with an olympus autoclavable camera head. No patient injuries were reported.